Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that recent dental x-rays showed one of their teeth has roots that are resorbing. Further movement will strain it and will lead to the need of an implant. This is a contraindicated patient due to crowns and dental implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.